Event description:
A report was received that the patient was experiencing pain around the ipg site associated with the shifting of the ipg, and felt that the ipg was coming through her skin. The patient will undergo a revision procedure wherein the ipg will be relocated. The lead will also be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the there was no actual break in the skin. The patient lost weight and the ipg had become more superficial.

Event description:
A report was received that the patient was experiencing pain around the ipg site associated with the shifting of the ipg, and felt that the ipg was coming through her skin. The patient will undergo a revision procedure wherein the ipg will be relocated. The lead will also be replaced for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain around the ipg site associated with the shifting of the ipg, and felt that the ipg was coming through her skin. The patient will undergo a revision procedure wherein the ipg will be relocated. The lead will also be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient no longer needs a pocket revision or a lead replacement. The patient is doing well. There is no further course of action.